Manufacturer narrative:
The patient is (B)(6) in height. An event regarding an allergy/reaction involving an accolade stem was reported. The event was not confirmed. Medical records received and evaluation: a medical review was performed based on the case description and indicated that the root cause of failure could not be established based on the current set of information. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that there was a revision of the right head because of pain and swelling in the hip joint. Stem stayed in and was well fixed. Update: pseudotumor was identified in MRI scan. Co/cr levels were 1.7/1.0.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that there was a revision of the right head because of pain and swelling in the hip joint. Stem stayed in and was well fixed. Update: pseudotumor was identified in MRI scan. Co/cr levels were 1.7/1.0.